Manufacturer narrative:
(B)(4).

Event description:
Post miradry treatment patient experienced painful bilateral underarm cysts. Patient was treated with hibiclens, doxycyclin 100g, and warm compresses. Patient eventually had cysts incised and rained which revealed pus, post-procedure seroma, and some sebaceous cyst contents. Patient was prescribed keflex and was diagnosed with hidradenitis suppurativa.